Manufacturer narrative:
Device evaluation a 20ml water filled syringe was used to flush the device and a steady stream of water was observed exiting the tip. A 0.035¿ guidewire was loaded through the tip and exited the hub without any difficulty. Negative prep was performed, and bubbles were noted in the syringe. An indeflator with pressure gauge was used to inflate but the balloon would not hold pressure, and a leak was noted on the balloon. A microscopic inspection found a pinhole leak with a lead in scratch on the balloon, (photo 10). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: device was removed without need for use of snare or other intervention. There were no parts of balloon inside patient. Balloon was in one piece, with hole in the end. There was no vessel damage noted. No further patient injury reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use admiral xtreme pta balloon along with non-medtronic 6fr 45cm sheath and 0.035" guidewire during procedure to treat a severely calcified lesion in the right distal superficial femoral artery and popliteal artery with chronic total occlusion (cto-100%). The vessel was none tortuous. The vessel diameter and lesion length are approximately 4mm and 400mm respectively. No embolic protection was used. Non-metronic inflation device was used. Omnipaq 50% 0.9nacl 50% used for inflation fluid. There was no damage noted to packaging. There was no issue noted when removing device from hoop/tray. The device was prepped per the IFU with no issues identified. During balloon inflation, burst/leak occurred at 2atm. All fragments of the balloon were retrieved. Leakage of distal part of the balloon was noted. The device passed through a previously deployed stent with resistance encountered when advancing the device. No excessive force used. Physician changed for new admiral xtreme balloon 3x120 to complete the procedure. There was no patient injury.